Event description:
The hcp reported that the pt has "over time" experienced increased spasticity and agitation due to "pump malfunction". The device has been implanted for 69 months. At refill, it was noted that the pump was not functioning and the pt was not getting enough drug, no device troubleshooting was reported. The pt has been placed on oral baclofen and will be following up with the implanting neurosurgeon. The final pt outcome is unk at this time.